Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was noted that the customer was not comfortable to troubleshoot with technical assistance center (tac), however indicated the power light is not on for the monitor and there was no image, the cable was firmly attached at the monitor and isolation transformer. Customer will have biomed department call back tac. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no power. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.